Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error code 214. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, brand name - correction, device available for evaluation - additional, initial reporter - email address - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, device manufacture date - correction, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.